Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient is experiencing a bilateral posterior open bite and significant tmj symptoms. Doctor has advised patient to discontinuing the aligner treatment as it is believed to be causing the open bite and prompting the tmj symptoms. Aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.